Event description:
It was reported that a pump experienced a malfunction identified as malfunction 16-0x20e6. There was no reported impact on the customer's blood glucose level, and specific details regarding the level at the time of the event were not provided. The customer was informed that the pump needed replacement, and a new pump was dispatched within warranty. The customer was also provided with instructions to return the problematic pump using a pre-paid label and return box.